Manufacturer narrative:
Continuation from d10: product ID: 900311 product type: integrated needle/dilator; product ID: afapro28 product type: balloon catheter product event summary: the 12fcc13 with lot number 0012322706 was returned and analyzed. Visual inspection of the handle area was pe rformed. The inspection identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test was performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The lab test balloon catheter was inserted to the sheath without difficulty. Irrigation (flashing) was performed during compatibility test and no anomaly was observed. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06673 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00913 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a side port kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not fit into the sheath. Additionally, the integrated needle/dilator did not fit into the sheath. The integrated needle/dilator was replaced which resolved the issue. The case was co mpleted with cryo. No patient complications have been reported as a result of this event.